Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffered pain disability, physical impairment, disfigurement, and aggravation of a pre-existing condition. Papers also allege excessive chromium and cobalt blood levels. Update litigation alleged the patient suffered physical injury, bodily impairment, a lack of mobility and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip. The patient reportedly underwent a revision procedure in which the asr hip was partially explanted and replaced with an antibiotic spacer. Approximately, 2 months later, the remaining portion of the asr hip was explanted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.